Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2009, due to alleged elevated metal ion levels and tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2009 for unknown reasons. An additional revision procedure occurred on (B)(6) 2012 due to patient allegations of pain, elevated cocr levels, tissue/bone destruction. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2009, due to alleged elevated metal ion levels and tissue and bone destruction. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2009 was due to heterotopic bone, clear synovial fluid, impingement of iliotibial band on pelvis and spurs. The operative notes confirm that the modular head and taper adapter were removed and replaced. Medical records indicate patient underwent a revision on (B)(6) 2012 due to brown synovial fluid as a result of metal on metal reaction, elevated metal ion levels, leg length discrepancy and heterotopic ossification. The operative notes confirm the modular head, taper adapter and acetabular cup were removed and replaced with a competitor acetabular cup and a biomet modular head. A further revision occurred on (B)(6) 2012 due to instability. Medical records noted anteversion on the stem. The biomet modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same person (reference 1825034-2012-01701-1 & 2013-02089).

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2012-01701, 2013-02089, 04256 /04258).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." Number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." The product and lot identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the products removed in the revision procedure are unknown. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.